Event description:
The pt received two trial leads from the same lot number. It was reported the pt had muscle spasms in his back and was admitted in the hospital. He was treated with a muscle relaxer and was discharged form the hospital. The next day, the pt reported the stimulation was not helping with his pain and he was not getting full coverage. The pt opted to have the leads explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.